Event description:
It was reported that the patient presented to the emergency room due to inappropriate shocks and discomfort. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed post sensed t-wave oversensing. The patient was stable after programming changes were made.